Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump touch screen was unresponsive. Blood glucose was 197 mg/dl. Tandem technical support performed troubleshooting with the customer and found the pump to be functioning as intended. Reportedly, the customer uses a stylus to interact with the touch screen.